Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Internal inspection found the device was affected by fluid ingress. The customer declined the recommended repairs. The device was labeled not for clinical use and was returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device restart/reboot it self and then displayed a "runtime calibration failure - 1051" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.